Event description:
The customer received a blood glucose reading of 141mg/dl on the contour next link meter, re-tested on a different meter and the reading was 83mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips are expected to be returned for eval. Replacement test strips were sent to the customer.